Event description:
Ous MDR - it was intended to treat a calcified lesion in a tortuous left iliac artery. Despite repeated attempts the device could not cross the lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The investigation revealed that the stent has not been released. The blue safety tab has not been released and the retractable shaft is still in position. At the distal end of the retractable shaft some minor deformation are visible. A reference guide wire could be inserted into the complaint instrument with no unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.